Event description:
It was reported, the patient presented in clinic for follow up. Interrogation revealed, the right ventricular (rv) lead oversensed noise, which triggered inappropriate mode switches. No changes or intervention was reported. The patient was in stable condition.